Manufacturer narrative:
Additional MFR narrative: biofilms are well-known and documented side effects in hyaluronic acid filler injections. The gel is surrounded by common skin colonizing bacteria that irreversibly adhere to the gel inducing a permanent immune response. When conditions are favorable (infectious disease, trauma,), this may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a defect in the aseptic environment of the injection. In addition, the patient suffers from cutaneous rosaceae which could be the cause of the emergence of infection since according to the local medical expert in this type of pathology, there are more colonies of bacteria. Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of teosyal products. Batch data review: tpul-220428a0: the batch data review was compliant with the applicable specifications. No element allows us to identify a defect in either the quality or the safety of this teosyal product. Tpul-221128a0: the batch was released with a minor ncf 0252 with no impact on product quality or safety. Corrected data: the injector was put in contact with the local medical expert for further information about the required treatment.

Event description:
This case occurred outside of the us, in spain. According to the information received on (B)(6) 2022, a patient was received a dermal filler treatment in 2 sessions including: on (B)(6) 2022 with 1.2ml of teosyal rha4 into the bilateral nasolabial folds and with 1.2ml of teosyal puresense ultradeep into the bilateral cheekbones. On (B)(6) 2022, with 1.2ml of teosyal rha4 into the bilateral the cheekbones and nasolabial folds. Approximately six months post-injection, on (B)(6) 2022, the patient presented with skin hardening and oedema of moderate intensity at all over injection sites (cheekbones and nasolabial folds). Following receipt of this complaint, a local medical expert was put in contact with the practitioner for the management of this case. The medical expert informed us that after the appearance of the adverse events the patient attended to emergency room where she received an antihistamine and anti-inflammatory treatment (oral and im glucocorticoid, prednisone, and methyl prednisolone). However, the symptoms had not improved properly, therefore she contacted the practitioner. On (B)(6) 2022, as a corrective action the following treatment was prescribed by the practitioner: anti-inflammatory (prednisone 30 mg, 1x/day for 7 day). Antibiotic (doxycycline 100 mg, 1x/day). Hyaluronidase. After reviewing the case by the expert, the latter noted that the patient was suffering from cutaneous rosacea described as dry and unstructured skin and suspected the appearance of biofilm. He recommended adding an additional antibiotic (moxifloxacin), along with hyaluronidase injection (75-100 iu every 72 hours until improvement), and probiotic treatment. The patient situation, and symptoms' evolution are monitored. No additional information is available at the time of this report.